Event description:
New information indicated that the device exhibited a false elective replacement indicator. The alert was cleared and the device remained implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with muscle stimulation. Upon interrogation, the pulse generator exhibited a device parameter error. It was noted that the patient had received radiation therapy. The device was reprogrammed. The patient would continue to be monitored.